Manufacturer narrative:
According to the facility a non-sterile kit was used during a procedure. At this time there has been no report of serious injury or medical intervention. The packs were discarded and are not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility a non-sterile kit was used during a procedure.